Event description:
It was reported by the patient that she underwent a sling procedure during a hysterectomy on (B)(6) 2001. Post operatively, the patient bled around her bladder area for an unknown sporadic amount of time accompanied by extreme pain. The patient also reported it was extrememely painful to urinate. This went on for years. The patient no longer has pain or bleeding, but at times the symptoms do come and go. The patient was seen by many doctors who prescribed antibiotics only, they were unable to help her. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.